Event description:
It was reported that during a procedure involving one resolute integrity coronary drug-eluting stent, burrs were noticed at the tip end of the device. The device was within the patient vasculature when the issue was encountered. The device was removed from the patient. The lesion being treated was mildly tortuous, mildly calcified with 85% stenosis located in the ostium of the right coronary artery (rca). The device was inspected prior to use and negative prep was performed with no issues noted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: there were no issues noted with the 3.50x15mm resolute integrity stent used to complete the procedure. Image analysis: one image was provided for review. From the image the stent is positioned on the balloon between the marker bands as per position specification, but due to proximal stent deformation the stent does not meet visual acceptance specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not noted while advancing the device to the lesion. The procedure was completed using a 3.50x15mm resolute integrity stent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.